Event description:
It was reported that during this paroxysmal atrial fibrillation (afib) procedure, the patient suffered a perforation and subsequent tamponade while performing a transseptal puncture. The physician stated that the appendage may have been perforated. They previously ablated the right atrium crista terminalis and had not yet ablated in the left atrium, but had placed a lasso navigational variable eco catheter, when a drop in the patient¿s blood pressure was noticed. The physician immediately removed the lasso navigational variable eco catheter from the left atrium. The tamponade was confirmed with intracardiac echocardiography (ice). A pericardiocentesis was immediately performed, withdrawing 1 liter of fluid. The patient was then sent to the or and remained there at the time of the call. Upon request, additional information was provided on the event. The event was related to the transseptal as no catheters ever entered left atrium. The manufacturer of the transseptal needle was unknown but it was not a bwi product. The preface sheath was used with the transseptal needle. The physician thought the event occurred with the needle but it was possible that it occurred with the preface sheath. The right atrium was mapped and then the transseptal was performed. It was confirmed that the lasso navigational eco catheter also did not enter the left atrium. It was determined that the arrhythmia originated in the left atrium. Upon transseptal, the patient¿s pressure dropped suddenly. The patient was rushed to the or. The physician stated that the left atrial appendage may have been punctured during the transseptal.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15988190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4)

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, sn: (B)(4); stockert generator: model #: unknown, serial #: unknown; coolflow pump: model #: unknown, serial #: unknown; ez steer thermocool sf navigational catheter: model #: d-1313-04-s, lot #:16058684l; lasso navigational variable eco catheter: model #:d-1343-01-s, lot #:16004355l; webster 8 pole catheter: model #: d-1079-213-s, lot#: 16088621m; non bwi - reprocessed acunav catheter. (B)(4). The physician opinion on the causality of the adverse event was that it was possibly procedure related and does not consider the event¿s causality was due to any malfunction of the bwi products. The patient had a small left atrium which may have been another factor that might have contributed to the tamponade. The physician did not experience any difficulty in manipulating the catheter nor did he notice any abnormal signals. The rf generator was set to power control mode. The patient received anticoagulation in the procedure. The act range was unknown. The event required extended hospitalization. The outcome of the adverse event was unknown.